Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Based on the results of the previous manufacturer's internal investigation ((B)(4)), field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack as supported by d02898.

Event description:
It was reported from the site that the patient stated that there was a jump in power sources in a charging level not less than 10%. No alarms happened with this specific battery on either ports. It was stated that there were not effects or consequences to patient. No additional information provided. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time.